Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 23.7 cm. An external insulation abrasion was found at 17.1 cm ¿ 17.3 cm from the connector pin breaching the re cable lumen, consistent with friction to the device can. The re etfe cable coating was intact in this location.

Event description:
This report is to advise of an event observed during analysis.